Event description:
It was observed during the device investigation that the uretero-reno fiberscope had a broken bending section. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the reported event was likely caused by either excessive or inadequate physical force exerted on it by another object resulting in wear, bending, deformation, fracture, or fatigue. Olympus will continue to monitor field performance for this device.